Manufacturer narrative:
Complete information for section a1 patient identifier: sid (B)(6). The field service representative (fsr) inspected the instrument, architect i1000sr, serial number (B)(6) and found an o ring was damaged on the heater, trigger_pre-trigger (rohs) (7-97332-02) causing leakage. The fsr replaced the part, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The heater, trigger_pre-trigger (rohs) (7-97332-02) was determined to be the likely cause of the falsely elevated results. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module, serial number (B)(6), or the heater, trigger_pre-trigger (rohs) (7-97332-02) was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for 1 patient. The sample was repeated and the results were lower. The following data was provided: sid (B)(6) initial result = 0.866 ng/ml repeat result same sample same analyzer = 0.00 ng/ml troponin reference range = 0-0.03 ng/ml no impact to patient management was reported.